Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Analysis was unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, operating currents, self test, unexpected restart error test and off no power test or verify button error alarm due to blank display. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump went blank immediately after being exposed to moisture. The customer's blood glucose was 213 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.